Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that it was the second occurrence of the alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The insulin pump will not be returned for analysis.